Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 150 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer stated the display return. Customer was advised that we will send a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 150 mg/dl. Customer was advised that a battery outlimit during normal use may indicate a loose battery cap. Customer was advised to monitor insulin pump and we would send a replacement battery cap.